Manufacturer narrative:
Findings from the historical data show that an ECG high rate alarm generated during the episode, and was captured in the alarm list. Audio/visual alarm indicators operated according to specification when tested by a spacelabs field service engineer. There is no evidence of device malfunction. This investigation is considered complete and the matter closed.

Manufacturer narrative:
Onsite testing by a spacelabs field service engineer confirmed that the involved devices performed to specifications. The testing was witnessed by a hospital representative. An attempt was made to collect the patient's historical waveforms and trend information remotely, but the files could not be retrieved. An onsite visit to collect the data has been requested and is pending customer response. Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor failed to alarm for a high ECG rate for one patient. No injury was reported as a result of this event.